Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A case series* was located and reviewed on 2023-12-08 which mentioned a hematoma in the patient impella access site. The patient developed hematoma on 2018-oct-05 and ventricular septal defect (vsd) repair was done on 2018-oct-16. The patient was stable. * european heart journal - case reports (2023) 7, 1¿5 h.

Manufacturer narrative:
The investigation for the reported vascular damage/bleeding has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular damage/bleeding could not be determined.